Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the tip of the present shaft is broken as complained. The instrument was analysed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken surface is homogenous what indicates material conformity to the specification as well. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and it is likely that a short time overloading (torsional stress) associated with an unintended bending moment led to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the top of inner shaft of screwdriver for extraction was broken. It was also reported that there was a 5 minutes prolongation of surgery time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: (B)(4) manufactured the inner-shaft, for the extraction screwdriver, (B)(4) (supplier lot # 613611j09). Lot # 6275262: po # (B)(4), dated november 27, 2009, for (B)(4) parts. (B)(4) certificates of compliance, dated november 25, 2009, indicates the lot conformed to the correct specifications and met all requirements, per drawing # (B)(4), revision b. The lot was inspected to the synthes incoming final inspection sheet, number (B)(4), revision b. Ncr # (B)(4) was written on november 30, 2009, for the part threads 3 ½ turns in thread gage, no-go side, for 1 part out of (B)(4) parts in the lot. One part was returned to the supplier (rts) and the ncr was closed on december 07, 2009. (B)(4) parts were released to the warehouse on december 09, 2009. Lot # 6276088: po # (B)(4), dated november 30, 2009, for (B)(4) parts. (B)(4) certificates of compliance, dated november 25, 2009, indicates the lot conformed to the correct specifications and met all requirements, per drawing # (B)(4), revision b. The lot was inspected and conformed to the synthes incoming final inspection sheet, number (B)(4), revision b. There were no mrrs, ncrs, or issues that would contribute to this complaint condition. (B)(4) parts were released to the warehouse on november 30, 2009. The inner-shaft, for the extraction screwdriver was manufactured to the synthes drawing, p/n (B)(4), revision b, released on october 30, 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.